Manufacturer narrative:
Through follow-up, it was clarified that the physician was planning to implant a za9003 sulcus lens, while doing the phacoemulsification portion of the procedure the capsular bag broke. Which led to the physician requiring to perform a mechanical vitrectomy. Furthermore, it was clarified that the lens did touch the patient's left eye. Customer described that the iol touched the patient's eye (almost implanted). Upon further inspection the doctor noticed that part of the capsule bag broke, which the doctor thought may have happened during phaco. Incision enlargement was required to remove the suspect lens. The lens was replaced with a non-amo device. There was no post-op patient injury. Physician information: (B)(6). Gender/sex: female. Device available for evaluation ¿ yes, returned to manufacturer on 05/11/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and residues of what appears to be ophthalmic viscoelastics (ovds) were observed in the lens body. The lens was returned cut in two pieces. Both haptics are distorted. The conditions of the returned lens is compatible with a lens that has been removed. Device inspection was performed and the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The device issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaint has been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device . Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The lens was inserted and removed. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during implantation of a za9003 22.5 diopter intraocular lens (iol), a mechanical vitrectomy was required. The physician stated that there was no patient anatomy issue and no product quality issues. The physician selected an anterior chamber lens. Incision was enlarged and suture was used. There was no patient injury reported and another iol was successfully attempted/implanted.